Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Subsequent to the initial medwatch, additional information received: common femoral arteriotomy closure and hemostasis were achieved using the prostar xl device following a percutaneous valve implantation procedure.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Patient (B)(4) replaced with (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, the physician could not reuse the same guide wire when removing the device because the prostar xl guide wire exit port is not right in front of the hole. The physician has difficulty advancing the guide wire through the device to the exit port. The method of how hemostasis was achieved was not reported. Additional information has been requested.